Event description:
It was reported that during surgery, this complaint product was getting hot abnormally, so the surgeon stopped using this complaint product and used a backup product for the surgery. Provided photos show leaking battery pack. There was a patient involved but no impact or harm reported. There was a 0-15 minute delay in order to prepare the alternate device. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack and there were loose terminals that had slid up out of place. There was no visible damage to the wiring of the battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.